Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2020 a representative from an optical store in the (B)(6) reported a patient (pt) stated the acuvue oasys brand contact lenses for the os seem thicker and have a color difference. On 03jul2020 additional information was received. The pt reported the suspect lenses felt strange and the os starts to itch. The pt went to an ophthalmologist and the os was noted to have ¿scar tissue.¿ on (B)(6) 2020 it was reported that the pt has returned to contact lens wear. On (B)(6) 2020 the pt reported the ophthalmologist ¿only mentioned there was some scar tissue.¿ the pt reported there was no real diagnosis and was only advised to stop wearing the lenses. No treatment was suggested. On 13jul2020 additional information was received. The scar tissue is reported as small, the ophthalmologist only reported ¿a little.¿ the pt did not receive treatment from the ophthalmologist for the event. The visual acuity is unknown. The pt reports the vision is clear. On 21jul2020 additional information was received. The pt has refused to provide any additional medical information. The ¿scar tissue¿ event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pts treating doctor. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00t1km was produced under normal conditions. The suspect os contact lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.